Event description:
It was reported that the pt had a loss of therapeutic effect after being kicked in the stomach. It was reported that the pt had a feeling of pressure and pain and a return of symptoms. Pt went to the restroom over 12 times in the past hour.

Manufacturer narrative:
(B)(4).